Manufacturer narrative:
The pt died of causes that are not known as yet. The autopsy report is not yet available. The pt was wearing the pump and infusion set at the time of death. No used device has been returned for testing. No lot number was available and therefore the manufacturing records and reference samples could not be inspected.

Event description:
There is no info about the events that occurred before the death of the pt. The only info that is available at the moment is that the medical examiner is performing the autopsy (B)(6) 2014. Collect bg at time of death (if unk state in svn): unk. Document date of last bg recorded in meter or pump (if unk state in svn): unk. Name of the caller/reporter: (B)(6). Caller's contact info (valid contact no.): (B)(6). Is the caller a health care professional: document response: no. Caller's relationship to the deceased: family friend. Device and consumable info: model/material no.: mmt-751nab not verified. Serial no(s): (B)(4) not verified. Lot no(s) of the device(s) involved: a2751nabj not verified. Type of glucose meter used by the pt: not obtained. Details of the event: what led up to the event: (B)(6) univ, thinks he fell into a pond. What was the cause of death: (if unk state in svn): drowned. Was pt wearing pump at the time of death: yes. If no, how long was pt off the pump before passing: cust was wearing pump. Was pt off pump therapy due to illness or did the pt choose not to wear the pump: cust was wearing pump. If no to above, is there another reason why the pt was off pump therapy: cust was wearing pump. If pt was not wearing the pump at the time of death, was the pump removed by emergency.